Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the customer's environment, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G2 email is: regulatory.responses@icumed.com.

Event description:
It was reported when device was unplugged from the wall, an error message came up and the infusion stopped. Device stated emergency shut down had been initiated. The pump had been plugged in for hours prior to getting unplugged. When it was turned on later the error message did not show. Patient involvement is unknown

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.